Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The recipient had no hearing perception with the device 3 months after the initial activation. External processor is working normally. Per device explantation report, the device stopped functioning after a head trauma. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had no hearing perception with the device 3 months after the initial activation. External processor is working normally. There was no report of an accident or trauma and no changes in health.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine a root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The patient had no hearing perception with the device 3 months after the initial activation. External processor is working normally. There was no report of an accident or trauma and no changes in health. In situ measurements taken at initial activation in (B)(6) 2016 showed impedance on all channels within normal limits; subsequent measurements taken in (B)(6) 2017 showed all channels with high impedance. Massaging the implant site/ palpating electrode lead and applying pressure did not improve the results. Imaging will be performed. Diagnostic imaging, from (B)(6) 2017, showed that the electrode is properly placed in the cochlea. Further steps are not known at this time.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine a root cause a device investigation of the explanted device is necessary. The device was explanted, but has not been received yet.

Event description:
The patient had no hearing perception with the device 3 months after the initial activation. External processor is working normally. Per device explantation report, the device stopped functioning after a head trauma. The patient was re-implanted but the device has not been received for investigation.